Event description:
Customer's mother called to report the insulin pump had battery longevity issues. Blood glucose reading was around 150 to 230 mg/dl. The mother stated that batteries have lasted less than a day at times. The insulin pump had alarmed for low battery and failed battery test. The mother did not have the insulin pump with her to perform troubleshooting. Advised that as a courtesy the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarm was noted. The insulin pump had a cracked case at the display window corners.